Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2014 the patient contacted animas alleging that on (B)(4) 2014, he was hospitalized for elevated blood glucose (bg) over 500mg/dl with nausea, vomiting, extreme drowsiness, extreme thirst, excess urination, and unspecified level of ketones. The patient reportedly remained on the pump and was treated with insulin via the pump and with IV fluids. Customer technical support reviewed the pump with the patient and found all settings and histories were correct with the exception of the bolus totals. Troubleshooting indicated that the bolus totals in the bolus history did not match the bolus totals in the total daily dose history. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a bolus history issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2014 device evaluation: the device has been returned and evaluated by product analysis on 06/20/2014 with the following findings:a review of the pump history indicated that the last basal delivery occurred on 05/26/2014; the data for the reported event date was overwritten due to continued pump use. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. Boluses were programmed and delivered during testing, and all boluses were accurately recorded in the pump histories. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.